Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant the right ventricular (rv) lead had dislodged and was unable to pace bipolar or unipolar at 8 volts @1.0 ms. The lead was repositioned and remains in use.